Manufacturer narrative:
An investigation of the reagent kit lot showed that this is the first allegation of a false result with reagent lot 30315j. A systemic product problem was not identified. The issue was found to be related to a baseline shift in the data which was due to an internal leakage event in the analyzer. The analyzer has been returned for decontamination.

Manufacturer narrative:
Investigation is ongoing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. During review of customer provided data, a potential false result for a single patient was identified while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The sample generated positive results for sars-cov-2 and influenza b (negative result for influenza a). A review of the growth curve of the sample showed abnormal curves. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.